Event description:
It was reported that the lead exhibited low impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the defib conductor (not obstructed). The outer tubing overlay exhibited cosmetic environmental stress cracking, and the outer insulation exhibited a cosmetic depression.